Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi50001145, version #: 4.2.0, product ID: bi71000905, h3) the manufacturer representative went to the site to test the imaging system. No hardware parts were replaced. This regulatory report is being submitted due to retrospective review through fa1542, CAPA 722471, 806 report # 1723170-05-18-2026-001-c. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used during a sacroiliac and thoracolumbar procedure. It was reported that when performing lateral 2d images, there were long dark strands seen in the images. They recalibrated everything to make sure the collimator was properly opened. They then took multiple images and nothing could be seen. It is possible that the issue could be something in the field. There was a delay of less than one hour. There was no impact on the patient's outcome. Additional information was received. It was reported that the local representative (rep) recalibrated everything to make sure the collimator was properly opened. The rep took multiple images and there was nothing to be seen. It was noted that the issue could possibly have been something in the field. The rep joined a surgery "yesterday" and the same images could be seen. There was nothing that stood out in the setup to the surgery. Artifacts got progressively worse the more images that were taken.